Manufacturer narrative:
As received, only a connector portion of the lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of no capture was not confirmed. The s-curve hump height couldn¿t perform due to damaged lead consistent with procedural damage.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, a loss of capture was noted on the left ventricular (lv) lead. Diagnostic imaging was performed and confirmed dislodgement of the lv lead. The lv lead was explanted and replaced. The patient was stable.